Event description:
Additional information received indicating that the cause of the swelling and protrusion was due to the patient having an infection and the surgical intervention was to preclude worsening infection.

Manufacturer narrative:
(B)(4). Device evaluation is not necessary as protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
Patient reported that there generator was swollen and protruding. The patient underwent surgery to have their generator and part of their lead removed and was placed on antibiotics. Device evaluation is not necessary because the reported event has been determined as not to the functionality or delivery of therapy of the device. No other relevant information has been received to date.